Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in d4: expiration date, h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the cage was fractured and the anchoring plates also have material deformation on the bottom side likely related to removal. Root cause: root cause was unable to be determined. It is possible that the space was not fully distracted, or the patient had hard bone causing difficulty placing the cage in the right place. DHR review: per DHR reviews, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that an roi-c construct was installed too deep, then the plates and cage were damaged when being backed out of the disc space. There were no patient impacts. This is report two of two for this event.

Event description:
It was reported that an roi-c construct was installed too deep, then the plates and cage were damaged when being backed out of the disc space. There were no patient impacts. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2022-00006.